Event description:
It was reported that after connecting a surgical fiber to the laser system, a fiber connect error message was received. The fiber was replaced and the case was continued during a second fiber. The procedure was later stopped by the physician due to "severe bleeding". It was also reported that there was no issue with the second fiber. No additional patient info is available.